Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator freeze at start screen. Issue happened during est/uvt. After force-quit and restart, the system started normally. No patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation; therefore, a definitive root cause couldn't be determined. Unable to determine the problem as issue no longer reproducible. Internal communication issues (epc- cfb) can cause similar failure pattern, if this happens during a running ventilation the unit will function with last applied settings and the warning system will activate the alarms.